Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found within specification and the customer reported issue could not be reproduced during evaluation. During upstream occlusion testing, the device was able to detect an upstream occlusion properly, within expected time range. The reported condition was not verified. A review of the event history log was performed and did not indicate an issue. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not alarm during upstream occlusion testing. It was reported that a known good baxter clamp was used to pinch the tubing, and the pump said it delivered up to 27 ml of fluid without alarming. It was very clear that no fluid was being delivered while the tube was being pinched. Despite the pump total volume delivered kept going up, it was only when 2 other creases were added to the tube did the pump alarm. The event happened during functional testing. There was no patient involvement. No additional information is available.